Event description:
Reporting status: serious injury / medical intervention. Reporting rationale: place shift requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that a 3.0 x 18 xience was implanted in the proximal lad. A 4.0 x 28 xience was implanted in the proximal circumflex; however, plaque shifting occurred in the proximal circumflex; therefore, a 4 x 12 xience was implanted in overlapping, for treatment. No additional event or patient info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that can contribute to plaque shift include, lesion characteristics, device size, and technique. Embolism (plaque shift) and additional therapy, non-surgical treatment are listed in the xience risk assessment as potential patient effects of coronary stenting. Embolism is also noted in the product IFU as a known adverse event associated with coronary stenting. There was no report of any product malfunction during the implant of the rx xience stent. The plaque shift was successfully treated with the placement of another stent. There does not appear to be a product quality deficiency.